Event description:
Device malfunction: unable to deploy stent, stent dislodgement, possible stent loss in unintended site. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that, during a left common carotid artery procedure, with little vessel tortuosity, the acculink stent did not deploy due to a possible locking problem and was possibly dislodged from the stent delivery system (sds). Cath lab staff is not certain if the stent was seen on the catheter before use. The sds was advanced to the target lesion; however, the handle would not slide and the stent did not deploy. Dye was injected to check the lesion and no stent was seen and the lesion had not changed. The sds was removed intact from the anatomy without issue. Extensive fluoroscopy was done and the stent was not seen in the pt's anatomy. The scrub table and all drapes were searched unsuccessfully for the missing stent. After removing the sds from the pt's anatomy, the physician manipulated the sds in deployment attempts and the sds was intentionally cut into many pieces to determine if the stent could have been inside the catheter. The scrub table and all drapes were searched for the missing stent. The physician is uncertain whether the stent dislodged inside or outside the pt's anatomy. There was no reported injury. Abbott medical monitor reviewed the angiography images and concluded that in none of the runs provided was a stent delivery catheter visible. No add'l info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed the acculink was returned separated into 6 pieces. There was dried blood visible on all the returned portions and on the handle. The stent was not present on the device and was not returned. A non-abbott introducer sheath, guiding catheter, touhy and a 20cc syringe were also returned with the device. The acculink shaft was separated 103.5cm distal to the strain relief tubing, with the end of the lumen bunched and necked down at the separation. There was 2.5cm of the hypotube protruding from the bunched lumen, which had also been separated and the fracture face was smashed. There was a 5cm piece of the remaining distal end of the hypotube (bayonet portion) returned with the fracture face also smashed or clamped. There was 9.5 cm of the outer member lumen returned with clamp marks visible on each end of the tears. There was 9 cm of guidewire lumen returned with clamp marks visible at the tear location. The tip of the catheter was returned separated from the shaft with 12 cm of lumen attached. The separation site had clamp marks visible. The distal outer member was returned separated 7.5 cm proximal to the distal end with clamp marks visible at the separation. The portion of the shaft still attached to the handle had 2 wavy bends in the hypotube. The handle was returned in the unlocked position and the slider had been fully retracted. There was no other damage visible to report. The locking mechanism was turned to the lock and unlocked several times with no issues. Quality engineering has reviewed the incident info. It was also reported that, the catheter was removed intact and after removal, it was intentionally cut apart in several places looking for the stent. The separation site had clamp marks visible. The distal outer member was returned separated 7.5cm proximal to the distal end with clamp marks visible at the separation, indicating mechanical damage. No anomalies were found with the locking mechanism. Although none of the runs from the images demonstrate that a stent delivery catheter is visible, the images do not contribute to the analysis of the reported incident. Engineering was unable to confirm that the stent was deployed inside the anatomy; however, the event may be related to operational context in which the device was utilized. The conclusive root cause could not be determined, however, it does not appear to be related to a product quality issue. This MDR is considered closed by the qa dept.